Event description:
No additional information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, a hair was found in the packaging of a safe-t-j amplatz extra-stiff support wire guide upon inspection of the product by the distributor. No other damage was noted to the device and there was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the unused complaint device was also conducted. The complaint device was returned to cook for investigation. Hair-like foreign matter was noted within the sealed device pouch. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One related non-conformance was noted on the lot; however, the device was re-worked and re-inspected. The product IFU states ¿do not use the product if there is doubt as to whether the product is sterile.¿ the information provided upon review of the DHR, IFU, and investigation of the returned device confirms that the device was manufactured out of specification. Although one relevant non-conformance was noted on the lot, the non-conforming device was reworked and re-inspected. There are 100% inspections in place to capture this non-conformance and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing/quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address - postal code: (B)(6). PMA/510(k) #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a hair was found in the packaging of a safe-t-j amplatz extra-stiff support wire guide upon inspection of the product by the distributor. No other damage was noted to the device and there was no patient involvement.